Event description:
It was reported that the lead exhibited impedance less than 100 ohms, loss of capture and was fractured. The lead was explanted and replaced on (B)(6) 2012.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.